Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the display decive read failed transmitter. No additional patient or event information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. Data was reviewed, finding a transmitter failure error. Performed a voltage test on the transmitter, resulting in a zero volt discharge. The complaint of a transmitter failure was confirmed. The root cause could not be determined, post investigation.